Manufacturer narrative:
Hologic technical support (ts) reviewed two weeks' worth of logs and found no hardware issues; some positive samples were between 500-800 rlus. Hologic product application specialist (pas) reviewed logs and confirmed all runs were clean and valid. The control values were consistent from run-to-run and kit-to-kit, and there was a clear distinction between negative and positive curves. Pas found no patterns with the low positive samples and concluded the increase was due to sample mishandling or low-target concentration samples. Ts relayed pas review to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua: (B)(4), aptima sars-cov-2 (eua: (B)(4), and aptima sars-cov-2/flu (eua: (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present. This complaint where a customer provided two weeks' worth of logs containing 17 worklists (wls) is from over 18 months ago. At the time of the event, hologic concluded that the issue was due to sample-mishandling. Hologic is electing to submit a single MDR for this issue as the information the customer provided does not enable hologic to make a decision on potential discrepant samples.

Event description:
Customer reported that there was an increase in low positive samples when running sars-cov-2 tma using assay lot: 280001 on panther instrument sn: (B)(4). Customer was running uncapped workflow. Hologic technical support (ts) reviewed two weeks' worth of logs to identify any potential causes for this trend. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.